Event description:
Surgeon treating an l5-s1 anterior lumbar interbody fusion reported that the shafts on the 2 bottom screws for atb single-level plate implanted in 2004 were confirmed about 8 months later by x-ray to have broken. Surgeon had originally planned removal of screws and plate; however, upon further eval, surgeon determined that the pt appeared to be fused so he decided against explantation.